Event description:
It was reported that a cartridge alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". The customer administered a correction bolus to address the bg. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.